Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was red cell hang up, poor barrier separation and fibrin. No patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-feb-2025. Investigation summary : bd received one photo and 200 samples for investigation. Evaluation of the attached photo shows evidence of fibrin, poor barrier separation, and red cell hang up. Additionally, 200 returned samples and 100 retained samples were visually inspected, and no gel defects or additive abnormalities were found. Also, 6 returned samples were sent to franklin lakes for clinical evaluation. Complaints for sample quality for the month of january 2025 were not under statistical control therefore factors that may contribute to fibrin, poor barrier separation and red cell hang up were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (poor barrier separation-floating clot, fibrin, and red cell hang up) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both customers returned, and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fibrin, poor barrier separation, and red cell hang up based on the photo analysis corrective and preventive action has been opened to address sample quality issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that there was red cell hang up, poor barrier separation and fibrin. No patient impact.